Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Product was returned to the investigation facility for evaluation.

Manufacturer narrative:
Upon completion of the investigation, the customer¿s complaint could not be confirmed. The valve was visually inspected with no noted defects. It was then leak, reflux and pressure tested and passed all. The customer¿s complaint could not be determined as the valve functioned. The complaint could not be duplicated in the laboratory setting. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The affiliate reported: the patient had a cerebral pseudotumor, and due to it, it was necessary the help of neuronavigator, which didn¿t work in that day. Therefore, the doctor left the tunneled peritoneal catheter and the valve implanted subcutaneously for the next day. In another day, the doctor opened the patient¿s scalp, they performed the test with the valve and it was obstructed, so, they replaced it by another one.the affiliate reported the complaint late as they are backed up and could not log them in on time.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.